Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had difficulties connecting an infusion set to an cartridge tubing. During troubleshooting, tandem technical support (cts) found that the customer had been trying to connect two incompatible supplies. Cts educated the customer in supply compatibility. Blood glucose (bg) level was impacted and the customer declined to provide additional information regarding bg level.